Event description:
It was reported that the patient's left hip was revised due to infection. Reimplanted with competitor prosthesis to treat infection. Two screws were also explanted.

Event description:
It was reported that the patient's left hip was revised due to infection. Reimplanted with competitor prosthesis to treat infection. Two screws were also explanted.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 36 neutral poly liner. Additional devices reported were: unknown restoration modular 155x14 conical stem; unknown 23+20 cone body; unknown 36mm +2.5mm biolox v40 head; unknown 56 tritanium cup; 2 unknown screws. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding revision of infected left hip involving a neutral poly liner was reported. The event was not confirmed. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. A review of stryker's technical report for infection as a reason for revision, technical report (B)(4), noted the following applicable findings: "infection may arise from bacteremic seeding of the device but most of these infections are introduced at the time of surgery. Verification of infection source is limited to reviewing the types of bacteria isolated from the surgical site. Bacteria that are limited to existence as vegetative cells would be incapable of surviving robust sterilization methods such as gamma irradiation, hydrogen peroxide gas or ethylene oxide."